Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated he could not interrogate a vns therapy patient's generator. Troubleshooting did not resolve the issue. A battery life calculation revealed the patient's generator is 12.78 years until the elective replacement indicator reads "yes"; an issue with the patient's generator is not suspected. Additionally, the same event occurred previously; however, when the manufacturer representative visited the site to troubleshoot the programming system, the device performed as intended. Subsequently, a device malfunction was not suspected. Good faith attempts to obtain additional information have been unsuccessful to date.